Event description:
The following has been reported by customer: crash alarm for gicu went off around 14h30 for zone a4. I walked into the patients bedspace within 2 minutes of alarm being activated. Patient was in cardiac arrest, CPR was being performed and patient being connected to defib. As I approached the patient to collect a blood gas, I noticed that the noradrenaline pump was beeping. I checked the alarm and the alarm was for 'end of volume'. When I checked the programmed 'volume to be infused' it was 0 mls. The bag connected to that pump still had, roughly, 10mls left. I asked the nurse who was looking after the patient if the noradrenaline was supposed to be running, to which she confirmed that it was running at 16ml/hr. I proceeded to add volume to be infused and started the noradrenaline infusion at 16ml/hr. A few minutes later the patient regained pulse. Noradrenaline was re-started as soon as possible. Later, debrief carried with both medical and nursing team to understand if someone had noticed the pump had no 'volume left to be infused' programmed. No one, apart from myself, had noticed it. Our orange fresenius inotrope pumps usually have a pre-alarm, that beeps when the infusion is about to run out, but there is still some volume left to be infused. Both nurses and doctors that were in the room said the pre-alarm had not beeped and they had not silenced the pump. We have sent this pump down to clinical engineering to find if it's faulty and repair it, as it poses a safety risk. The extent to which this incident contributed to the patient outcome is currently not known. Reporting as a conservative measure. Adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was reviewed and nothing was found that could confirm the reported event. No infusions were recorded at the date of the event (B)(6) 2025. The last infusions date back to (B)(6) 2025, with only 3 infusions at 16ml/h lasting a few minutes. An end-of-infusion pre-alarm was recorded at 2.14pm, then the flow rate was changed to 16ml/h by the user at 2.16pm before the pump was switched to kvo (keep vein open) of 5ml/h at 2.27pm. All datas found showed that calculated volume matches recorded volume. Each identified infused volumes were in line with the device programming. The reported device was received in brézins for investigation. Nothing was noticed during external visual check (except the drop sensor connection cap is broken). During device log review, no infusion was found at the date of the event. Only one near end of infusion alarm was found. Several functional tests related to the reported event were carried out. All performed successfully and values were found compliant with IFU specifications compared to settings. However, it was noted that the pre-alarm at the end of the infusion did not sound. Switching from infusion to kvo mode is done correctly, with a beep, and the kvo reminder is displayed correctly. The addition of the pre-alarm has been tested and is working correctly. The method of activation is explained in the investigation report. It should also be remembered that when kvo mode is activated, the end-of-infusion alarm does not sound continuously as it does when an infusion is complete. Quality control was performed and no technical or functional issue was detected. The reported event could not be reproduced and there was no technical or functional issue that could be identified for this device which worked as intended. Therefore, this complaint is considered as not valid with no issue. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.